Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline flex did not open. It was reported that the patient was undergoing flow diversion treatment of an internal carotid aneurysm. During the procedure, one flow diverter was placed without any noted issues. During placement of the second device, a pipeline flex, it was reported that deployment was insufficient. A balloon was used to open the device complete. There were no reports of patient injury in association with this event.